Event description:
The pt developed redness, swelling and drainage of the incisional wound opening. Cultures were taken of the device pocket and revealed multiresistant staphylococcus aureus infection. The pt was treated with oral antibiotics and the device system explanted.